Manufacturer narrative:
The patient was provided a ventricular assist device and remains in the hospital. The local field representative spoke with the attending health care professional (hcp) who indicated that the patient was awake and alert, but was weak. The patient may need temporary dialysis. At this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that shortly following the implant procedure with this right ventricular (rv), the patient coded. It was reported that the patient received inappropriate anti-tachycardia pacing (atp) and shocks from the device due to an atrial arrhythmia. Following the shocks delivered by the device, the patient went into ventricular fibrillation (vf) and required external defibrillation. It was reported that the rv lead had pulled back into the atrium. A magnet was placed on the cardiac resynchronization therapy defibrillator (crt-d) to inhibit tachy therapy until a lead revision could be performed. Later that day the pocket was reopened and the rv lead was successfully repositioned. During pocket closure the patient decompensated due to electromechanical disassociation and went into vf. A stat shock was delivered by the device which broke the rhythm, but the patient was asystolic. A pulse was eventually able to be obtained.